Event description:
On 2/2/98, nellcor puritan bennett received a call from source. She was calling to report the following problem: external battery registered medium charge and while running on external battery vent low power alarmed and vent did not deliver breaths or switch over to internal battery.